Event description:
It was reported that the patients back gave out and was admitted to the hospital.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.